Event description:
Essure placed in early 2010. Bled for 6 months after. Quality of life greatly diminished due to chronic pelvic pain, heavy, painful menstrual periods. Painful ovulation. Had uterine ablation completed without relief. Total hysterectomy with removal of ovaries on (B)(6) 2015. Confirmed endometriosis in pelvic and abdominal region via pathology report. All problems either first appeared or became drastically worse after device placement.